Event description:
A customer contacted beckman coulter regarding a falsely negative (-) urine test result from the icon 25 hcg test kit. A pt urine sample was tested with the icon 25 hcg test kit and a negative (-) result was obtained. Per customer, the pt was seen at another facility and tested (+), according to paperwork brought by the pt. No additional info regarding this event was provided. No injury related to this event has been reported.

Manufacturer narrative:
Retain devices performed as expected when tested by beckman coulter with positive and negative serum and urine controls. Based on available information, the pt had a urinary tract infection and was on antibiotics (cephalexin). The urine sample tested with the icon 25 hcg test kit appeared fairly dilute as the pt has been urinating quite frequently and drinking lots of fluid due to infection. As per product insert, very dilute urine samples may not contain representative levels of hcg. Product limitations on dilute samples have been discussed with the customer. Patient sample was not returned by the customer. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.